Event description:
.No new information

Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 382534 and lot number 5056851. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported issue, and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
The safety lock did not work correctly. When button was pushed the needle did not retract. Needle had to be removed from the catheter and once it was removed from the catheter it was able to retract. What was the original intended procedure?: IV insertion. What problem did the user have: device malfunction - that is, the device did not do what it was supposed to do. Therapies being used on the patient at the time of the event that may have caused or contributed to the event: not applicable.